Event description:
It was reported that after the port was in use for 5 months, the pt began to have increasing pain. It was decided to remove the port, and during removal, it was found that the catheter had separated from the port. An x-ray showed that the catheter had migrated to a position near the aorta. The catheter was removed intravascularly via a femoral approach. There were no further complications.